Manufacturer narrative:
Device evaluated by manufacturer: a promus premier was received for device analysis. The balloon was tightly folded and was not subjected to positive pressure. The device was received with the stent already detached from the balloon. The stent was not returned with the device. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube identified multiple kinks.

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the vessel below the knee. A 4.00 x 28 promus premier was selected for use. During the initial unpacking, the stent became de-attached from the balloon when the product was opened. The procedure was completed and there were no patient complications reported.

Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the vessel below the knee. A 4.00 x 28 promus premier was selected for use. During the initial unpacking, the stent became de-attached from the balloon when the product was opened. The procedure was completed and there were no patient complications reported.